Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be - the patient alleged particles in the airway. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, and evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer observed the evidence of water ingress on blower and blower box. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Also slight black contamination at the blower seal of the blower box is consistent with the keratin contamination the device downloaded event log was reviewed by the manufacturer. There were no errors found. The manufacturer concludes the they could not confirmed the customer allegation and there was no evidence of sound abatement foam degradation/breakdown. But, the manufacturer confirmed evidence of water ingress on blower box and blower, dust/dirt contamination.